Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, during troubleshooting with olympus technical assistance center (tac), the customer verified the lamp hours were currently at 100 hours. The customer was instructed to power of the video system center and light source, secure the digital light source cable on both ends, connect the upper scope and power on. There was no error. The customer than powered off the light source only, connected the lower scope, powered on and there was no error. The customer indicated they will continue to monitor and ensure the light source is off when connecting and removing scopes. Upon follow up with the customer, it was confirmed that the issue was resolved. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when they switch from an upper series 190 scope to a lower series 190 scope on the light source displayed an e103 lamp light error. The intended diagnostic procedure was unknown. There was no patient harm or user injury reported due to the event.